Manufacturer narrative:
Pre-op image shows that the varilift implant was placed in an adjacent segment where pedicle screws were placed. In the image it was observed that the varilift was placed too proximal to the existing pedicle screw construct. The disc prep of the inferior vertebral endplate left little bone between the varilift implant and the pedicle screws at the adjacent level. Review of subsequent images prior to the revision surgery found that the closeness of the pedicle screw construct to the varilift implant possibly placed pressure on the varilift device causing the implant to migrate and subsidence of the vertebral body. The varilift implant was removed during the revision surgery and the pedicle screw construct was extended. Images post-revision show that the new pedicle screws were also not centered in the vertebral body. The cause of this product event is determined to be due to surgical technique error. Device not returned to manufacturer.

Event description:
Revision of varilift-lx 6 weeks post-op a tlif surgery due to reported device migration and subsidence.